Event description:
Additional information received from manufacture representative on 2017-mar-06 reported the catheter was sent back the day after the case via the return box. Rep did not have any other information at this time.

Manufacturer narrative:
Analysis of the catheter found the catheter body was torn, broken, or melted at or after explant that did not affect infusion. Eval code, conclusion code is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) on 2017-mar-01. A partial of the 8780 catheter was returned to the manufacturer. It was reported that the doctor wanted to know if the anchor did not hold the catheter. The anchor was still sutured in place during the case. It was also stated that they wanted to know how the catheter slipped out of the intrathecal space. The catheter was replaced on (B)(6) 2017. The rep stated that they did not have the interrogation log. The hcp had notified them ¿2 days before the case.¿

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at minimum rate via an implantable pump for non-malignant pain. It was reported that the patient felt like her pump was not working and went to her healthcare provider (hcp). It was noted the patient had withdrawal symptoms. It was then confirmed the catheter tip was not in the intrathecal space and a catheter revision was performed. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. Once the catheter was replaced, the pump was set to minimum rate and the event was resolved. The event date was asked, but unknown. The patient was noted to be "alive - no injury". A portion of the catheter was to be sent back to the manufacturer as the surgeon wanted to know if the "anchor failed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.